Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date. Subsequently, the surgeon is requesting a device for a revision procedure occuring due to unknown reasons. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Concomitant medical products: 178552 cps short anchor plug 10mm 547460, 178526 cps transverse pin 6pk 28mm 171080, 178525 cps transverse pin 6pk 24mm 682910, cp111814 red sexp dstl fem 16cm rt assy 185340 , 161034 oss rs poly fem bushings set/2 688380, 161094 oss rs 12mm ls tibial bearing 466450, 178362 cps xs sht spdl w pins 400lbf 410380, 178512 cps nut co-cr-mo alloy 217560, 161016 oss rs non-mod plate short 51 957530, 150493 oss reinforced yoke 915780, 161035 oss rs axle 625520, 150476 oss poly tibial bushing 495710, 150478 oss poly lock pin 259170. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.